Event description:
Hepatic abscess. Literature case report of rapid onset of hepatic abscess after radioembolization for islet-cell hepatic metastases in a patient with no history of previous biliary instrumentation. Relationship to therasphere could not be ruled out although the authors postulate a pre-existing urinary tract infection may have contributed to the rapid onset. The patient received intravenous antibiotics, underwent percutaneous drainage of the abscess, recovered with no further sequelae and was alive at the time of the report. (B) (4). Hepatic abscess after yttrium-90 radioembolization for islet-cell tumor hepatic metastases. Cardiovasc intervent radiol published online 18 august 2009.

Manufacturer narrative:
Radioactive yttrium-90 glass microspheres are implanted via the hepatic artery where they remain permanently lodged in the capillary bed. The product cannot be explanted and is unavailable for evaluation. The patient received approval under the compassionate use program (B) (6), 2006. This literature report has been submitted to cdrh as a supplement to (B) (4) providing follow-up reporting of the therasphere compassionate use program.